Event description:
It was reported that a patient underwent a inguinal hernia repair procedure on (B)(6) 2012 and suture was used. The needle tip broke off and got lost in the tissue. The surgeon was able to successfully retrieve the broken needle fragment, but the dissection was extremely difficult. Currently, the patient is well.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.